Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when attempting to deliver a bolus. The customer's blood glucose was 407 mg/dl. The customer treated the high blood glucose with a manual injection. The customer stated that the alarm was resolved by an infusion set change. The customer was advised to call back when the alarm occurred in order to troubleshoot. The insulin pump also experienced a keypad anomaly. The customer stated that the buttons were hard to push on and sometimes they did not respond. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.